Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included rheumatoid arthritis from 2013 to 2015 and contraception. Concurrent conditions included blood pressure high since (B)(6) 2018, premature ventricular contractions since (B)(6) 2018, tachycardia since (B)(6) 2018 and depression since (B)(6) 2016. Concomitant products included celecoxib (celebrex) from 2013 to 2015, duloxetine hydrochloride (cymbalta) since november 2016, metoprolol succinate (toprol) since (B)(6) 2018 and tramadol since (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - type : nickel allergy") and rash ("rash"). On an unknown date, the patient experienced urticaria ("hives") and nausea ("nausea"). The patient was treated with surgery (ablation in 2009 and anticipated or scheduled a partial hysterectomy and bilateral salpingectomy in 2019). At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage, urticaria, dysmenorrhoea, rash and nausea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia, nausea, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic region') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 646514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included rheumatoid arthritis from 2013 to 2015 and contraception. Concurrent conditions included blood pressure high since (B)(6) 2018, premature ventricular contractions since (B)(6) 2018, tachycardia since (B)(6) 2018 and depression since (B)(6) 2016. Concomitant products included celecoxib (celebrex) from 2013 to 2015, duloxetine hydrochloride (cymbalta) since (B)(6) 2016, metoprolol succinate (toprol) since (B)(6) 2018 and tramadol since (B)(6) 2014. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced allergy to metals ("allergic or hypersensitivity reaction - type : nickel allergy") and rash ("rash"). On an unknown date, the patient experienced urticaria ("hives") and nausea ("nausea"). The patient was treated with surgery (ablation in 2009 and anticipated or scheduled a partial hysterectomy and bilateral salpingectomy in 2019). At the time of the report, the pelvic pain, menorrhagia, allergy to metals, vaginal haemorrhage, urticaria, dysmenorrhoea, rash and nausea outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, menorrhagia, nausea, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs received : lot number added. Reporter and patient demographics were added. Medical history added. Updated suspect drug indication. Event injury deleted and new events vaginal bleeding, menorrhagia, nickel allergy, hives, dysmenorrhea (cramping), rash, pelvic pain, nausea and plaintiff did not undergo confirmation test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.